Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after it was implanted. The lens was exchanged during the initial procedure. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A handpiece was indicated which is qualified for this lens with the qualified cartridge combinations. The customer indicated the use of a viscoelastic, which is not qualified for the cartridge used. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).